Manufacturer narrative:
Investigation summary: one used decontaminated sample was returned for investigation. Although no moisture was found within the cuff of the returned product, there were traces of moisture. Tracheostomy tube inflation system is dedicated for inflation of cuff by air. Therefore, it shall be perfectly leak-proof. There are only two possible reasons for fluid inside inflation system - inflation system leak (e.g. Fluid can get into inflation system through cuff tear) or incorrect practice during use which does not respect instructions for use (e.g. Cleaning of inflation system by a fluid/inflation line flushed by a liquid instead of suction line by error/etc.). Under visual inspection the sample appeared to be in good condition, no water inside cuff (inflation system) was found. To verify if there is any leak of inflation system, we replicated the 12-hour inflation test which is done during manufacturing with 100% frequency. It was found that after 12 hours cuff was still fully inflated. Returned device was also submerged in water. No air leak nor fluid inside inflation system was observed. Based on investigation results no fault on returned sample was found. It is the most probable that a fluid was introduced into inflation system due to a practice which is not in compliance with instructions for use. A device history record could not be completed as no lot number was received.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the cuff was checked it was found that something like fluid had accumulated. This occurred during use/infusion at facility. There was patient involvement and no patient harm/adverse event reported.